Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID: 3888-56, lot# va0k9at, implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. Product ID: 3888-56, lot# va0k9at, implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97714, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: implantable neurostimulator. (B)(4).

Event description:
A consumer implanted for chronic low back pain and spinal pain reported via the manufacturer's representative (rep) they were experiencing spasms and pain around the leads. There were no diagnostics performed that the rep. Was aware of. The implanting physician determined the consumer was having a reaction to the leads so the spinal cord stimulator and peripheral stimulator were explanted. Following explant the issue was resolved. Refer to manufacturing report #3004209178-2016-04444.

Manufacturer narrative:
Additional review determined that code no longer applies to this event. Additional review determined that code does apply to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.